Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a broken belt clip slot.

Event description:
The customer reported that he was hospitalized due to blood glucose levels greater than 700 mg/dl. The customer stated that he dropped and cracked the insulin pump prior to hospitalization. Advised the customer that the insulin pump would be replaced. Nothing further was reported.